Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition was unstable angina (braunwald classification iii b) and the patient was referred for cardiac catheterization. The target lesion was located in the 1st obtuse marginal branch (om1) with 70% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x20mm promus element plus stent. Following stent deployment, a grade b dissection was noted distal to the target lesion, which was treated with placement of a 3.00x12mm bail-out stent. Following post-dilation, residual stenosis was 0% with timi 3 flow. The patient was discharged on aspirin and clopidogrel.